Manufacturer narrative:
(B)(4). G2: foreign: event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a robotic-assisted total knee arthroplasty, while inserting guide pins to place a femoral marker, the tips of the pins fractured and remained in the patient. The event occurred intra-operatively during guide pin insertion for femoral marker positioning, resulting in a surgical delay of approximately 15 minutes. The patient experienced a surgical delay of approximately 15 minutes and no revision was planned.